Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system booted into a "localizer faulted" error and the network device interface (ndi) toolbox utility revealed a camera complementary metal oxide semiconductor (cmos) battery error. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned positioning sensor unit (psu). The psu contained scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility dating back to june 2021 and intermittent illuminator current low, dating back to (B)(6) 2021. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .637mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. H6: b01, c02 and d02 apply to the system checkout and concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.